Event description:
It was reported that this right atrial (ra) lead exhibited intrinsic amplitude out of range and undersensing. Boston scientific technical services (ts) suggested programming optimization for the atrial sensitivity settings. The ra lead remains in service. No adverse patient effects were reported.